Event description:
It was reported that during the surgical procedure the staples malformed on the splenic artery. It was reported that the surgeon ligated the vessel with suture. There was no consequence to the patient.